Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate issue was not duplicated. Review of black box data found the last bolus and basal were delivered about two months before the event date. The total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Unrelated to the complaint, the display was found to be discolored and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2013, the patient¿s blood glucose (bg) was over 600 mg/dl with vomiting, nausea, and symptoms of diabetic ketoacidosis. It was reported that the patient was treated by medical personnel at the hospital with unspecified treatments. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustment to the pump settings. It was alleged that there was an inaccurate delivery issue with the pump. Information was not provided regarding potential causes for inaccurate delivery issue, bg issues or perceived inaccurate delivery issue. The reporter stated that they are reporting the adverse event now because the health care provider is considering pump therapy again after the patient was off the pump for a year. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.